Event description:
The reporter stated the surgeon used a collamer aspheric single plate lens. The lens was not implanted but it did have pt contact. There was a capsule tear, due to the pt's condition. The surgeon decided to change to a 3-piece lens. The reporter stated there is no device malfunction allegation.

Manufacturer narrative:
No product allegation. Lens was discarded.